Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Evaluation found that the balloon did not burst. The catheter was able to be inflated and deflated without difficulty using the lab syringe. The sample was evaluated, and neither pinch nor blockage was observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urethral catheter detached on its own. Per additional information received via email on 4 december 2019 from ibc representative, the catheter fell out with a burst balloon. There were no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the urethral catheter detached on its own. Per additional information received via email on (B)(6) 2019 from ibc representative, the catheter fell out with a burst balloon. There were no missing pieces.

Event description:
It was reported that the urethral catheter detached on its own.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear."